Event description:
Subsequent to the initially filed report, the following information was received: the guide was separated and kinked. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported guide bend and break were confirmed. The reported difficult to insert could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after a peripheral interventional procedure using a 6f sheath. Reportedly, during insertion of the proglide device, the proglide could not be inserted into the vessel. The device was checked after the procedure and it was found to have a bend on the distal guide. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.